Event description:
It was reported that a home patient (hp) disconnected a supply bag from the homechoice (hc) cassette and attached it to the heater bag line during automated peritoneal dialysis (apd) therapy. The hp disconnected the bags in an attempt to clear a check lines and bags alarm. After swapping the supply bag the hp continued therapy. A technical service representative (tsr) assisted a care giver (cg) with ending therapy. The tsr then reviewed proper procedures with the hp and instructed the cg to contact a registered nurse (rn) regarding alarms and reuse of disposable product. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported disconnecting a supply bag and reattaching the same bag to the heater line during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.